Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Prior to patient contact, it was noted that the tip of the dilator had a crack in it. The procedure was completed successfully with another new device.